Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's next follow-up was on 2 018 (B)(6) for a 2 week follow-up from the patient complaining of worsening lower back pain. The patient reported fatigue, dizziness, tingling, muscle pain, muscle spasms, and muscle weakness. In regards to the cause of the removing more than half of the medication at the last refill, the hcp stated that they had not found a problem with the pump. The medication was normal that was removed, there had been no changes. A manufacturer's representative (rep) came into the office on 2018 (B)(6) and noted the pump and personal therapy manager (ptm) programmer was functioning properly. The patient stated she was doing very well. The patient felt the ptm was now working but not lasting. The pump was interrogated prior to adjustment and was found to be functioning properly. The patient was receiving 15 mg/ml morphine at a dose of .999 mg/day, 10 mg/ml bupivacaine at a dose of 0.666 mg/day, and 200 mcg/ml clonidine at a dose of 13.33 mcg/day. As an action/intervention the patient's bolus lockout and dose restriction were changed from 4 hour to 3 hour and the maximum activations a day were changed from 4 to 5. The patient's medical history included: acid reflux, allergies, anesthesia complications, arthritis, back pain, back problems, blood clots, cancer, cataracts, chronic back pain, chronic pain, constipation, depression, diabetes, gerd/reflux, and weight changes. The patient's concomitant medications included: anastrozole, celestone soluspan, cyclobenzaprine, cymbalta, fish oil, gabapentin, lorazepam, metoprolol succinate, omeprazole, prolia, sumatriptan, tramadol, and vitamin d.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and an unknown drug, dose and concentrations not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history prior to pump implant included a ¿messed up back¿ and titanium rods and screws put into their back, and had a ¿scattered MRI¿ about 2 months ago which was not related to the device or therapy. The patient was wondering if there was a way the doctor to check the pump as the patient was going to the doctors tomorrow and wanted to know if the physician could interrogate the pump. The patient stated they were having a problem with the pump/catheter or ptm. Around (B)(6) 2017, the patient was not getting pain relief. The change in therapy/symptoms was gradual. The patient had not been getting any pain relief with either the pump not getting the medication through or the bolus, which showed the bolus was delivered, was not helping with the pain. The patient also stated that she is using the ptm and the ptm shows that she is getting the bolus delivered but the refill date that shows on the ptm was moving out further instead of closer to when the pump needed to be filled. This occurred around (B)(6) 2017. The patient stated that at the last refill, around (B)(6) 2017, they removed over half the medication that was in the pump. The patient had not had any falls or trauma and the physician had not done any testing to see if the pump/catheter were working as they should. No further complications were reported.